Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and found the customer had plugged the i1000sr into a 25 amp connect instead of a 15 amp connection, therefore blowing the power supply. No charred or burnt components were found. The supply, assy, dc power (rohs) was determined to be the likely cause and the part was replaced. A review of service history for the architect i1000sr, serial number (B)(4), revealed no additional issues of visible sparks on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The visible sparks were limited to the supply, assy, dc power (rohs); the damage did not spread to other parts of the instrument. A review of historical data for the architect i1000sr did not identify any trends with regards to the current issue. A review of historical data for the supply, assy, dc power (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the supply, assy, dc power (rohs) or the architect i1000sr processing module, serial number (B)(4) was identified.

Event description:
The customer reported the architect i1000sr processing module powered off unexpectedly after the lab closed and the ups was alarming in the morning when they came in. The customer saw a visible spark coming from the power supply at the back of the analyzer. No injury to the customer or field service representative was reported.